Manufacturer narrative:
Visual examination confirms the sliding core mobile bearing was fractured. This fracture occurred after 15 years of implantation.

Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant fracture.